Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. The complainant returned one open package containing a holmium laser fiber (rpn hlf-s273-hsma), reported lot number confirmed. Visual examination confirmed a partial fiber was returned, 61cm of the proximal end of fiber was received, segment included the plug. The distal fiber segment was not returned. There was no visible damage evident on the plug assembly. The point of separation shows signs of charring with the cladding melted and pulled to separation. There was no visible fiber optics material from the end of cladding. A review of the device history record revealed one non-conformance related to the reported failure. The device was scrapped, removed from the lot and 100% inspection confirmed there were no other non-conformances. A review of complaint records for this lot revealed no other related complaints. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions a number of different factors affect the life of any fiber, including: improper handling. Never subject fiber optics to sharp bends in handling, use or storage. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Based on the evidence presented, investigation conclusion could not be determined and any of the precautions listed in the IFU could contribute to this event. The complaint is confirmed based on device analysis and customer testimony. Per the quality engineering risk assessment, no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) # - k133788. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported they were about to do a retrograde intrarenal surgery (rirs) procedure in the kidney. When opening the laser fiber it had a "crack" 50 cm before the red connection. They did not use this device. The procedure was completed using a new fiber. There were no adverse effects to the patient due to this occurrence.